Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event, leading the customer's blood glucose level to rise to 498 mg/dl. Customer changed the pump supplies and successfully resumed insulin therapy.